Manufacturer narrative:
Device engineering logs for the reported event date of (B)(6) 2026 were reviewed. No malfunction alerts, motor errors, or factory reset events were identified. A dexcom g7 sensor was in use, alerts were generated appropriately, and insulin delivery requests occurred at regular intervals when cgm glucose was available and the cartridge was not empty. The available evidence indicates the ilet functioned as intended. The reported diabetic ketoacidosis followed recurring reports of bent infusion set cannulas, and the user discontinued pump therapy after returning to multiple daily injections per healthcare provider recommendation. No product was returned for evaluation; therefore, the reported infusion set issue could not be confirmed. The investigation remains inconclusive regarding the reported bent cannula condition.

Event description:
On 11-jun-2026 the patient reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 590 mg/dl following recurring bent cannulas during infusion set insertion. The user was transported to the hospital by ems where the user was diagnosed in diabetic ketoacidosis and treated with insulin and intravenous fluids and discharged (B)(6) 2026. No long-term health effects were reported.